Manufacturer narrative:
Based on available information, the user experienced a low blood glucose event requiring ems transport and hospital admission. Review of data available to date indicates insulin delivery had stopped the day prior during a supply change, and a subsequent meal announcement on the morning of (B)(6) 2025 was associated with a rapid glucose decline; however, no device malfunction has been identified. The device was not returned for evaluation, and a follow-up report will be submitted upon completion of the investigation. Off-label use: treatment for diabetes mellitus, type 2

Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced hypoglycemia, but a bg value was not provided. The user received emergency medical intervention after the event occurred. The user was transported by ems to the hospital and admitted, but no additional treatment or discharge details were provided despite follow-up attempts.